Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed a ma sensor error message. This message will result in a system shut down that may be rectified by rebooting the system. There are no reports of patient injury or death associated with this event.